Manufacturer narrative:
On 20-mar-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) the g1 manufacturing site details were updated for this product.

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. After brockenbrough was completed, the valve damaged during replacement of soundstar eco catheter and ablation catheter. The issue occurred 10 minutes after use of the vizigo sheath. The issue was resolved by replacing the vizigo sheath to another new one. There was no reverse bleeding, air contamination, etc.. The hemostatic valve itself was not broken. The procedure was completed without patient's consequence.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-apr-2024, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. After brockenbrough was completed, the valve damaged during replacement of soundstar eco catheter and ablation catheter. The issue occurred 10 minutes after use of the vizigo sheath. The issue was resolved by replacing the vizigo sheath to another new one. There was no reverse bleeding, air contamination, etc.. The hemostatic valve itself was not broken. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found neither in the hub component or inside the sheath; however, customer refer that the valve was damaged during replacement of sound star eco catheter and ablation catheter. A device history review was performed for the finished device 60000290 number, and no internal action related to the complaint were found during the review. The valve issue reported by the customer was confirmed. The potential cause of the hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).